Event description:
Consumer reports receiving consistently "hi" readings with cobranded logic meter when comparing to a competitive meter. Analysis run on clark error grid using competitive readings (89) as ref. Point vs. Bd readings of ("hi" 600) would yield data points in the "c" range of grid outside of acceptable range.